Event description:
It was reported the device had no output and no telemetry. When the device was checked two months earlier, the remaining longevity was estimated to be two years. The device was removed and replaced. No patient complications have been reported as a result of this event, and the patient outcome was reported to be well following the device replacement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.